Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
The authorized service personnel (asp) reported that the tidal volume display was inaccurate, and the pressure sensor calibration failed. The customer reported that the unit was in use on patient, but no patient harm was reported. The authorized service personnel (asp) was able to verify the reported problem. Th asp replaced the gas delivery system (gds) to address the reported problem.